Event description:
A high reading issue was reported with the use of the adc device. The customer received a sensor scan result of hi > 27.8 mmol/l (500 mg/dl) on their adc device and experienced restlessness, sweating, and a loss of consciousness. Paramedics were called, and upon arrival, two glucose injections (dose unspecified) was administered for hypoglycemia treatment. After the glucose administration, a blood glucose test of 33 mg/ dl were obtained on an hcp meter, and no comparison sensor scan was performed at that time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc device. The customer received a sensor scan result of hi > 27.8 mmol/l (500 mg/dl) on their adc device and experienced restlessness, sweating, and a loss of consciousness. Paramedics were called, and upon arrival, two glucose injections (dose unspecified) was administered for hypoglycemia treatment. After the glucose administration, a blood glucose test of 33 mg/ dl were obtained on an hcp meter, and no comparison sensor scan was performed at that time. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue was reported with the use of the adc device. The customer received a sensor scan result of hi > 27.8 mmol/l (500 mg/dl) on their adc device and experienced restlessness, sweating, and a loss of consciousness. Paramedics were called, and upon arrival, two glucose injections (dose unspecified) was administered for hypoglycemia treatment. After the glucose administration, a blood glucose test of 33 mg/ dl were obtained on an hcp meter, and no comparison sensor scan was performed at that time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. However, smu test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.